Event description:
It was reported that Tandem Mobi cartridge alarm occurred while caller was changing cartridge, with multiple cartridges triggering alarms during loading and tubing fill. There was no adverse impact to the customer¿s blood glucose level. Caller followed Technical Support instructions to remove cartridge, deliver 9-unit bolus, and then load new cartridge using proper technique, and eventually successfully loaded new cartridge from different lot and resumed insulin therapy; caller was advised to call back if cartridge alarm recurred and acknowledged instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.